Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered manual injections to address bg level. The customer continued to use the pump for insulin therapy.